Event description:
Consumer reports needlestick injury with a bag of insulin syringes (shield off in the bag). Secondary needlestick occurred (pharmacist) who has received a hep shot and is undergoing testing for any additional problems.